Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records for tibial component did not find any deviations or anomalies. This device is used for treatment. Surgical notes and radiographic images were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search revealed no similar complaints.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.

Manufacturer narrative:
Review of the new information, in the form of primary surgical notes, found that with the provisional femoral and tibial components in place, the patella tracked well and the medial collateral ligament was well balanced with an 11-mm plastic trial. A product history search identified no other complaint for the part and lot combination of the tibial component. Per the package insert of the tibial component, pain and poor range of motion are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.